Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2012. The reason for the revision is unknown. No further information has been provided to date.

Manufacturer narrative:
Information was received on (B)(6) 2012 confirming that the revised product reported in this medwatch was manufactured by biomet UK ltd. Report number 1825034-2012-01464 is for the revised biomet orthopedics manufactured product and is associated with this patient/event.